Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon attempted sensor insertion the sensor wire broke and was on top of the patient's skin. The attempted sensor insertion was at the abdomen. No additional event or patient information is available.